Event description:
(B) (4). Event desc as reported by customer: "during a cataract surgery, the needle attached to our 3 ml luer-lok syringe got loose and fell into the pt's eye thereby injuring the capsule (capsule rupture). Our contact person will go there and get syringe, needle and lot numbers in question."

Manufacturer narrative:
Complaint sample has not been received from customer. Initial evaluation based on limited testing of another lot in inventory. The initial contact with the customer was unsuccessful; however, a message was left to provide a follow up time to connect. A telephone conference call will be conducted on may 8th at 8:00 am to speak with (B) (4) for the purpose of obtaining more info. Initial investigation began with a device history record review on cannula (B) (4), and there were 19,800 units manufactured in lot 9326292 on sept 23, 2009. No anomalies were noted on this DHR. Since sept 2009, there were 6 lots released totalling 39,800 units. Cannula (B) (4) is the sterile version of (B) (4) and is identical except for the sterility condition. A search of our complaint database from oct 2007 to april 2010 for (B) (4) and (B) (4) did not uncover any other incident where the cannula disengaged from the syringe. Ten samples from (B) (4), lot 9324872, were simulated-use tested on a bd 3ml luer-lok syringe. Each cannula was properly engaged (twisted) on the syringe. A 3ml of water was injected through each cannula using light to heavy thumb pressure on the syringe plunger. All cannula remained engaged on the luer-lok syringe. Failure to remain engaged could only be duplicated if the cannula was loosely twisted on the luer-lok syringe . The cannula hub taper was also verified as within spec by using a 6% luer taper (needle hub) go/no go calibrated gage. All samples were acceptable. We are awaiting return of the complaint samples and further testing will be performed upon receipt.